Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 99% stenosed, noncalcified lesion was located in the ostium of the first diagonal (dx.) Artery. The lesion was direct stented and a taxus express2 2.5x12mm drug eluting stent was deployed to 12 atm's and was fully expanded. The balloon was deflated. The physician experienced difficulties withdrawing the balloon catheter from the stent. The balloon was stuck to the stent. The physician then reinflated the balloon to 18 atm's, deflated and attempted to remove without success. The guide catheter was disengaged, they dialed down, went negative, attached a 20cc syringe to the stopcock, but the balloon remained in the stent. The guide catheter was disengaged, syringe reattached and went an additional negative without success. The third time the catheter was disengaged, the balloon came out of the stent. The stent remained in good position. The pt remained stable during the extra 5 to 10 minutes it took to remove the balloon. This stent was the last of 3 to be placed; 1 in the cx and the second in the mid cx. No pt injuries or complications occurred. Pt status is satisfactory. The stent remains implanted, however the delivery device was disposed of.

Manufacturer narrative:
The complaintant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.